Event description:
Customer called to report a leak at the coulter lh500 hematology analyzer. Customer also stated that the bellows were not draining. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) found a leak at the needle of the instrument. The needle bellows were overflowing because the waste drain for the bellows was clogged. The fse drained the needle bellows waste chamber and verified the repairs per the established procedures.

Manufacturer narrative:
The root cause of the leak is that the drain for the needle bellows was clogged, which was resolved when the fse drained the needle bellows waste chamber, as described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)